Event description:
It was reported that during unrelated device replacement, the right ventricular lead was explanted and replaced for unspecified issue. No further information was provided.

Event description:
This is a correction and a clarification of the event. The lead was electively explanted during a prophylactic device change out procedure. The asymptomatic patient was stable post procedure.